Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("it also appeared that one coil may have been placed in a false channel") in a (B)(6) female patient who had essure (batch no. E24124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial thickening. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("hcp removed the coil (at insertion)"). The patient was treated with surgery (essure coil removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. The reporter commented: initially it appeared after essure was placed that there was a part of the wire that came off with the insert coil. The procedure nurse said when essure was placed, as hcp was looking at trailing coils, at first she could not tell if inner coil separated from outer coil or if wire from inserter broke. Then hcp thought she may have inserted it into a false passage which caused trailing coils to look as they did, & then there was endometrial fluff, making it difficult to see. Hcp removed the inserter and the coil and there was no breakage noted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: did not show anything remaining in patient. Most recent follow-up information incorporated above includes: on 4-jul-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("it also appeared that one coil may have been placed in a false channel") in a (B)(6) female patient who had essure (batch no. E24124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial thickening. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("hcp removed the coil (at insertion)"). The patient was treated with surgery (essure coil removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. The reporter commented: initially it appeared after essure was placed that there was a part of the wire that came off with the insert coil. The procedure nurse said when essure was placed, as hcp was looking at trailing coils, at first she could not tell if inner coil separated from outer coil or if wire from inserter broke. Then hcp thought she may have inserted it into a false passage which caused trailing coils to look as they did, and then there was endometrial fluff, making it difficult to see. Hcp removed the inserter and the coil and there was no breakage noted. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: did not show anything remaining in patient. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.